Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced continuous low blood glucose (bg value not provided) and customer changed the pump basal setting from 3.1 to 2.8 units per hour. Although requested, customer declined to provide further information.